Event description:
Adverse event: "no harm" (no consequences or impact to patient). Product problem: "scratch" (scratched material [iol (intraocular lens) implant]). A nurse reported that the surgeon noticed a scratch on an intraocular lens (iol) after implantation. In a follow-up, it was reported that the iol was not implanted, there was no harm to the patient.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 06/25/2010 and 07/19/2010 by mail. A completed questionnaire was received on 07/19/2010. (B)(4).